Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a loose/detached left ventricular set screw with a rounded socket, damage to the socket head and foreign material in the socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was capped and replaced. It was also reported during the device implant procedure, when the physician tightened the setscrew of the left ventricular (lv) lead, thresholds were high through the device. Fluoroscopy image showed the lv lead moved in the head of the device. The lv lead was unscrewed from the device. When it was placed back into the device, the set screw was no longer seating appropriately. No manipulation would improve the seating of the screw, it was opted for a new device. No patient complications have been reported as a result of this event.